Manufacturer narrative:
The ffr comet pressure wire was returned connected to the occ cable. The tip, device shaft, sensor port and the coefficient values were examined for damage or any irregularities. The shaft showed two kinks located 94cm and 176cm from the tip. There was peeling of the coating at the 176cm location. The tip showed a bend. The occ handle was connected to the ffr link for signal verification. The signal was present as designed. The occ handle cap was loosened to remove the wire. There was no issue with removing the wire. The sensor port showed no residue of body fluids. The wire was inserted into the pressure chamber test equipment and the pressure was increased to verify the sensor was indeed reacting to the pressure increases and decreases. The pressure sensor functioned as designed. The coefficient was confirmed to be in specification. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Because there was no evidence of any product quality deficiencies, it was considered likely that the kinks, tip damage and the peeled coating were attributable to handling. There was no evidence of any damage or irregularities contributing to the reported drift difficulty, which could not be confirmed because the clinical circumstances could not be replicated.

Event description:
Reportable based on analysis completed on 01oct2019. It was reported that drift occurred. A coronary angiogram/ffr was being performed on a 75% stenosed, mildly calcified and severely tortuous lesion in the right coronary artery. The comet pressure guidewire was being used but pressure drift occurred. The procedure was successfully completed with a non-bsc device without issue or patient injury. However, returned device analysis revealed coating peeling.